Event description:
Patient status post tfn nail implantation on (B)(6) 2011, returned to surgeon for a follow up visit approximately seven months post operatively. X-ray showed the distal locking screw was broken. Surgeon noted healing had taken place and there are no plans for revision surgery.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.